Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. During support, the patient had a left ventricle thrombus. The impella was removed, graft secured and sentinel devices successfully removed. Upon interrogation of the carotid filters, a thrombus was found trapped.